Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in the (B)(6) of bacterial peritonitis in a subject coincident with extraneal viaflex and physioneal 40 unknown therapies. On (B)(6) 2008, the subject experienced bacterial peritonitis. Treatment information was not reported. Causality statement not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being through CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is undetermined.